Event description:
It was reported that pump experienced malfunction alarm with code malf 1 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump with updated software.